Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, elective replacement indicator (eri) had triggered, and was indicated as premature battery depletion. The ipg remains in use, and scheduled for replacement at a later date. No patient complications have been reported as a result of this event.